Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture dates: monitor: 04/01/2013, electrode belt: 10/29/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. It was reported that the patient was alone at the time of passing. Review of the download data, indicates that the patient received an inappropriate treatment shock. The patient entered asystole at 13:34:18 with intermittent cardiac activity on (B)(6) 2018. The inappropriate treatment shock was delivered at 14:02:39 while the patient was in asystole with CPR artifact. The post shock rhythm was asystole with CPR artifact. The response buttons were not pressed during the treatment event. CPR artifact contributed to the false detection. The patient subsequently passed away on (B)(6) 2018.